Event description:
It was reported that nothing would display on the screen when the camera head was plugged into the olympus tower. The issue occurred at the beginning in preparation for a procedure (unspecified procedure). The camera head was replaced with another camera head and worked with no issue. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found no image due to a faulty charged coupled device. In addition, it failed the leak test due to a hole in the connector and a cut on the cable. Per instruction for use (IFU), it states, warning ¿ if the endoscopic image unexpectedly disappears or a froze image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.